Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had been hospitalized due to neck pain where the vns lead is attached to the vagus nerve. The patient declined to let the surgeon in houston turn off her implant. The patient was later discharged by the hospital. Diagnostics were seen to be okay. No additional or relevant information has been received to date.

Event description:
It was reported that the device is available for return. The product has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected info; initial MDR inadvertently omitted information known prior to submission. B6. Relevant tests/laboratory data, including dates; corrected info; initial MDR inadvertently omitted information known prior to submission. F10. Adverse event problem; corrected info; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that the patient had been referred for surgery due to an increase in seizures they were experiencing. X-rays were taken, and no anomalies were found within the leads. Pain was also noted to have occurred at the generator site as well during the patient's hospitalization. Patient also describes pain around the area of the generator and then radiating up toward her neck. Since settings were increased she has been doing well. Anterior chest wall pain is greatly diminished. She has had great improvement in brain fog as well no known relevant surgical intervention has occurred to date. No additional or relevant information has been received to date.

Event description:
Patient was noted to be replaced on (B)(6) 2022. No other relevant information has been received to date.

Manufacturer narrative:
B1. Adverse event or product problem; corrected information ; product problem incorrectly selected. B5. Describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission. D6b. If explanted, give date; corrected information ; initial MDR inadvertently omitted information known prior to submission. F10. Adverse event problem ; corrected information ; initial MDR inadvertently omitted information known prior to submission. H1. Type of reportable event ; corrected information ; malfunction was improperly selected. H6. Adverse event problem codes ; initial MDR inadvertently omitted information known prior to submission.